Manufacturer narrative:
Insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained address number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump was damaged. The customer¿s blood glucose level was 399 mg/dl. The customer states the pump has scratches on the screen that makes it hard to read the screen. Troubleshooting was performed for damage and noticed that cannot read the pump screen and pump was not functioning as designed. The customer declined to troubleshoot for high blood glucose. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.